Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no documented issues that could be associated with the reported condition.

Event description:
It was reported that a patient had peritoneal dialysis (pd) fluid coming out of a tube from the patient's lung during pd therapy with the homechoice device. The tube was in the patient's lung to drain fluid. The patient's fill volume (fv) was 2000ml. During dwell 2 of 4, the nurse called the patient's doctor and was instructed to end therapy. The technical service representative (tsr) assisted the nurse to perform a manual drain. The manual drain volume was 1893ml. After a manual drain was performed, therapy was ended for the night. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of service data revealed there was no previous service history for this device. The device was shipped to the customer in new manufacture condition. A follow-up report will be submitted if additional information becomes available.